Manufacturer narrative:
Mckesson medical-surgical, inc. Is the assembler of convenience kits that contain safety needles and syringes as components. Product identification information could not be provided by the customer, and therefore, it is not possible to determine if the defective component(s) originated from a convenience kit supplied by mckesson medical-surgical, inc. The lack of information also impacts being able to provide specific information in section d of this report. We have notified (B)(6) and (B)(6) of this complaint for their awareness.

Event description:
Healthcare provider e-mailed stating that needles were bent, cracked, or not staying in place when attaching to syringe. The e-mail from the provider also stated that the staff did not feel comfortable using the needles.